Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were noted. Review of session records confirmed post-paced t-wave oversensing. Programming changes were recommended. The patient was seen in clinic. No programming changes were made. The patient will continue to be monitored.